Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's asystole episode that was longer than 3 seconds may not have been recorded and stored due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.